Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. Her blood glucose was unknown at the time of reporting. She declined to ship her infusion set or reservoir for analysis. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.